Event description:
It was reported that during the procedure, the catheter was not registering or appearing in the program despite being inside the patient. The patient was on the table with sensors correctly placed on the chest. The physician encountered this issue during the "registration" portion. Troubleshooting steps included restarting the procedure program, ensuring patches and sensors were secured and in the right place, and lift the patient up/ down to see if anything would register. The physician was able to complete the electromagnetic navigational bronchoscopy (enb) portion of the case by using a new catheter. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.